Event description:
The stent dislodged from the balloon during preparation. No additional event or patient information was available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which indicate the unit had an adequate crimp. However, no conclusive root cause could be determined for the stent dislodgement.